Event description:
It was reported that the clinic was notified of driveline issues on 29jun2023. The patient had placed tape over the driveline. Imaging of the driveline was ordered but came back negative.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of superficial driveline damage and a specific cause for the damage cannot be confirmed through this evaluation. Review of the submitted log file appeared to capture the pump operating as intended at the fixed speed. No notable events or alarms were captured. The patient remained ongoing on heartmate ii left ventricular assist system (lvas) until they underwent a heartmate ii to heartmate 3 pump exchange on 12sep2023 (cs-190883). The relevant sections of the device history records and driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.